Manufacturer narrative:
(B)(6). (B)(4). Investigation results: visual examination of the returned complaint device revealed that the catheter kinked in several sections. It was also noted that the distal tip of the catheter was detached and the detached part was not returned with the device. The device had evidence that it was highly manipulated. A functional evaluation revealed that when the guidewire was inserted inside the catheter, there was significant resistance felt during the advancement, and was not possible to finish the load of the guidewire. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the guidewire would not exit the channel while introducing, and the catheter kinked. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the distal tip was detached; therefore, this is now an MDR reportable event.